Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight and was cutting into the patient's skin under both breasts and right side. The skin was described as red. There was no alleged device malfunction contributing to the irritation. The patient's nursing staff applied powder on the patient's skin and the patient was remeasured and issued larger garments. The irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight and was cutting into the patient's skin under both breasts and right side. The skin was described as red. There was no alleged device malfunction contributing to the irritation. The patient's nursing staff applied powder on the patient's skin and the patient was remeasured and issued larger garments. The irritation improved.